Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified internal carotid artery. A 3.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.